Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00598801013, lot 62440631, stem extension 13 x 100mm, ref 00599003423, lot 61537777, femoral augment block d 15mm, ref 00599003410, lot 62382929, femoral augment block d 5mm, ref 00588001401, lot 62560769, femoral component d, ref 00598801510, lot 62346440, stem extension 10 x 75mm, ref 00588000400, lot 62569276, tibial component size 4. Report source: foreign country: (B)(6). Reported event was confirmed by review of medical records provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the primary surgery. X-ray review noted left total knee arthroplasty with radiolucency at the bone cement interface of the medial and lateral tibial plateau as well as the anterior tibia, in addition to the anterior femur which could indicate loosening. Moderate joint effusion. Broken hinge pin not well visualized in the provided x-ray. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package nexgen rotating hinge knee: fracture and swelling are known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00559, 0001822565-2020-02104.

Event description:
It was reported patient underwent left knee rhk implantation after multiple revision procedures with unknown product. Subsequently, the patient was revised due to a broken hinge pin. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified sign of being in-vivo. Femoral component shows surface scratches and hinge post fractured. The articular surface was fractured in two places where the post extension aligns. Device/packaging was submitted for further analysis. Analysis determined fracture was suspected to be fatigue-related. The fractured surface shows multiple ratchet marks, which are indicative of fatigue crack initiation near the inner diameter of the hinge post. Material analysis found that the returned product conforming to print specification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the primary surgery. X-ray review noted left total knee arthroplasty with radiolucency at the bone cement interface of the medial and lateral tibial plateau as well as the anterior tibia, in addition to the anterior femur which could indicate loosening. Moderate joint effusion. Broken hinge pin not well visualized in the provided x-ray. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package nexgen rotating hinge knee: fracture and swelling are known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.